Event description:
The customer stated they have obtained calibration failures on the architect lh assay due to error code 1227 "assay (lh) number (641) calibration failure, fit concentration too high for cal f." There was no report of incorrect patient results.

Manufacturer narrative:
This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott control and patient sample results, as well as calibration errors. Specifically, error code 1227 "assay (lh) number (641) calibration failure, fit concentration too high for cal f" may be generated, which would result in failure to obtain a valid calibration curve. Abbott has not received any reports of adverse events related to the affected lots of architect lh reagents. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.